Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label has been ruled out as potential cause. Additionally, not performing the implant procedure according to the instructions for use, using incorrect tools, and excessive force/accidents have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling and redness is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
During the patient's post-implant follow up appointment, the clinic observed swelling and redness in their lower extremity. The patient was sent to the emergency room for testing. The patient was hospitalized (unknown amount of time and unknown dates) and was diagnosed with cellulitis. IV antibiotics were prescribed. After the patient was discharged from the hospital, they requested an explant procedure. An explant procedure was performed. However, the date of the procedure was not provided. No further information is available at this time.